Event description:
The customer reported, the system is displaying filament errors. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and performed a filament calibration. System operates as intended. (B) (4).